Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with note that stated, "when trying to set up, touchscreen won't work". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen intermittently did not respond. A visual inspection found contamination due to fluid ingress on the edge at the bottom of the touchscreen. A probable cause of the customer complaint is a defective touch screen. The device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.